Event description:
Related to MFR report # 2183959-2012-01029, related to MFR report # 2183959-2012-01031. On (B)(6) 2006, a perigee prolapse repair system was implanted. The mesh was implanted with the intention of treating her pelvic organ prolapse (pop). Plaintiff's attorney has alleged that, "after, and as a result of the surgical implant," the plaintiff has suffered serious bodily injuries, including extreme pain, erosion of her internal tissues, foreign body giant cell reaction, chronic mucopurulent draining of vaginal sinus, perineal scarring," and other injuries. It was also alleged that plaintiff had a "negative immune response," that promoted "inflammation of the pelvic tissue" and contributed to "serious adverse reactions," and that she "has experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries," disability and "aggravation of a preexisting condition."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.